Manufacturer narrative:
Product event summary: a medial portion of the lead was returned, analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the lead exhibited a possible fracture. The lead was initially capped and replaced and later partially explanted. No patient complications have been reported as a result of this event.